Event description:
It was reported from (B)(6) that during a veterinary femoral head osteotomy surgery, it was observed that the attachment device lost torque. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The contact's telephone number was provided as (B)(6). The actual device returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings cause by exposure to organic debris and materials which lead to corrosion and normal component wearout. This was further defined as wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.